Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract one non-functional sjm 7002 ICD lead. Upon dissection of the pocket it was noticed that an "eggshell" like capsule was surrounding the device generator. The physician prepped the lead with an lld and then started the extraction using a 14fr glidelight. The glidelight was advanced to the innominate vein and then changed out for an 11fr tightrail mini. The tightrail successfully advanced further down the lead to the mid portion of the svc. Further attempt to progress down the lead resulted in lead laceration. Due to the heavy fibrosis of the lead several snares broke while attempting to remove the remainder of the lead. A technique using a 0.035 rosen wire and a 25mm gooseneck snare was successful in removing the lead through the femoral access.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.